Event description:
Total hip arthroplasty performed in 1999. Radiographs, 10 months later, noted abnormal locking ring position with probable disassociation of liner component. Revision performed in 2000, which replaced the locking ring, acetabular line and modular head components.